Event description:
Reporter alleged discrepant blood glucose values of 427 mg/dl at 9:33 am & 327 mg/dl at 9:35 am on her advantage system compared to the professional meter reading of 115 mg/dl performed at 9:36 am at the hospital where the reporter is employed. Reporter indicated another result of 254 mg/dl was taken at 9:37 am on her advantage system after the comparison. No actions or treatment was reported. A request was made for the return of the suspect device and replacement product was sent.